Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31mar2020.

Event description:
The customer reported touchscreen not working. There was patient involvement, but no one was harmed.

Manufacturer narrative:
G4: 01may2020. B4: 05may2020. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the reported touchscreen would not calibrate. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.